Event description:
The patient who is status post coronary artery bypass graft (CABG) went to the cath lab for diagnostics due to increasing congestive heart failure and respiratory failure. After the swan-ganz thermodilution catheter, pulmonary artery catheter, was placed, the doctor attempted to inflate the balloon and the balloon would not stay inflated. The doctor had to place a different catheter. He opened another swan and had no difficulty with the balloon. The patient did fine; there was no ill-sequelae due to the inability of the balloon to stay inflated.